Event description:
It was reported that the patient expired on (B)(6) 2017. The cause of expiration was noted as multi organ failure due to multiple medical problems and care was withdrawn. The newly implanted pump was not explanted.

Manufacturer narrative:
Approximate age of device ¿ 2 years and 4 months. (B)(4). The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the patient suffered a subarachnoid hemorrhage (ich) in (B)(6) 2017, while on an anticoagulation regimen of warfarin and aspirin. Residual deficits included right arm weakness and some speech issues. All anticoagulation was discontinued following the ich. In late (B)(6), the aspirin was restarted, with a plan to restart warfarin at the end of (B)(6). However, in (B)(6), the patient presented with left arm and leg weakness and was admitted to the hospital. A head CT scan did not show any new findings. The system controller history revealed transient pump power elevations in the prior week. The patient also had elevated lactate dehydrogenase levels and hematuria. The inr was subtherapeutic in the weeks prior. The patient underwent a pump exchange on (B)(6) 2017 due to suspected pump thrombosis. The surgeon reported that there was evidence of clot in the elbow of the inflow conduit. No additional information was provided.

Manufacturer narrative:
Device evaluation: the pump was returned assembled with the driveline cut approximately 2 inches from the pump housing. The inflow conduit was not returned; therefore, the report that there was evidence of clot in the elbow of the inflow graft could not be confirmed. Examination of the pump, upon disassembly revealed a deposition surrounding the bearing ball within the proximal side of the outlet stator. Although the specific origin of the deposition and a duration of time for which it was present in the outlet stator could not be conclusively determined, its lack of concentric layering indicates that it did not initially form in the outlet stator and its areas of denaturation suggest that it was present while the pump was supporting the patient. The root cause for the development of the deposition could not be conclusively determined; however, it could have contributed to the reported increase in the patent's lactate dehydrogenase level, as well as the reported pump power elevations. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A correlation between the device and the reported subarachnoid hemorrhage could not be conclusively determined. Device thrombosis, hemolysis, and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information was received indicating that the patient did not expire. The previous information received regarding the patent's expiration due to multi organ failure and withdrawal of care was reportedly incorrect. The patient is reportedly alive and well.